Manufacturer narrative:
H3: investigation results - the revision reported was likely the result of pain, subsidence and loosening of the tibial tray, loosening of the femoral component, and prosthesis wear of the tibial insert. However, the underlying cause(s) and sequence of events cannot be determined because no operative notes, images, or radiographs were provided, and the revised components were not returned to exactech for evaluation.

Manufacturer narrative:
Pending investigation.

Event description:
Per a report from the legal department the patient had an initial right knee replacement on (B)(6) 2007. Approximately 9 years and 5 months after the initial procedure the patient had a right knee revision on (B)(6) 2016 due to worsening pain and swelling. In or about 2016, imaging demonstrated interval subsidence of the tibial component consistent with loosening of the component. During the revision surgery, the patient's orthopedic surgeon stated that there was osteolysis noted at the distal femur on the lateral condyle and the tibial component was grossly loose. Pathology confirmed that there was a tissue reaction to the polyethylene. Upon information and belief, the loose components and osteolysis were due to premature polyethylene wear of the tibial insert. There is no other patient demographic or medical history available. There is no information on the patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.